Event description:
Reporter indicated a (B) (6) handheld vns computer was freezing during interrogation. Performing a hard reset would resolve the screen freezing, but the freezing continued to occur. The suspect computer and flashcard have been returned and are currently in product analysis.